Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ; product ID: 37761, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a broken desktop charger connector pin. Caller also reported the other desktop charger connector pin was bent. Caller initially reported they noticed the broken connector pin saturday night and it was stuck in the recharger but confirmed they were able to pull it out. When asked for event date for bent connector pin, caller reported it bent already twice and then stated both cords connector pins have been bent for a long time. Caller mentioned connector pin has bent before. A request was sent to repair to replace the desktop chargers.